Event description:
It was reported that the patient was getting irritation and infections from the purewick female external catheter. It was noted that the patient had been using the purewick products less than 90 days. It was unknown what medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was getting irritation and infections from the purewick female external catheter. It was noted that the patient had been using the purewick products less than 90 days. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood¿. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.